Manufacturer narrative:
The complaint was not confirmed. Retain devices performed as expected when tested by beckman coulter inc. (Bci) using controls and low (34miu) and high (139miu) quantitative positive clinical urine sample. Customer denies any sample mix up. Product and sample was not submitted to bci for verification. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) urine test results from the icon 25 hcg test kit. A urine sample from a patient gave a negative (-) result when tested with the first device out of box of icon 25 hcg test kit. Patient insisted she is pregnant (had an ultrasound done "somewhere else"). Date of ultrasound is unknown, but it was done within last week or so. The same urine sample was re-tested on a 2nd device from same box and a result was positive (+). No injury has been reported in connection to this event.